Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00657. This report is being submitted as additional information. Approximate age of device - 4 years, 8 months. Manufacturer's investigation conclusion: the evaluation of the returned portion of the driveline revealed an issue that would have potentially contributed to the reported driveline fault alarms captured in the submitted system controller log file. The report of driveline faults and low speed advisories events was confirmed during evaluation of the submitted system controller log file. The submitted system controller log file captured several pump stop events throughout the log file. The replaced portion of the driveline was returned in a segment measuring approximately 16¿. The pins of the metal connector were free from deformation. A clamshell was present. Rescue tape was present between 4¿ and 6¿, between 7.5¿ and 8.5¿, and between 10.5¿ and 11.5¿ from the distal side of the metal connector, each covering a tear in the outer silicone jacket. There was no damage to the bionate layer. Breakdown of the metal braided shielding was observed between 2¿ and 3¿ from the distal side of the connectors, between 4.5¿ and 5¿ from the distal side of the connector, and at 9¿ from the distal side of the connector. Microscopic visual inspection showed a breach in the insulation of the brown and red wires, exposing the inner conductors approximately 13¿ from the metal connector. The orange wire was fractured approximately 13¿ from the metal connector. The red wire was found to be kinked approximately 12¿ from the metal connector. Hipot testing of the remaining areas of the returned portion of the driveline did not identify any other areas of compromised wire insulation. The heartmate ii operates on a three-phase motor where each phase is powered by two redundant wires; the yellow and green wires represent phase 1, the black and brown wires represent phase 2, and the red and orange wires represent phase 3. If the exposed conductors of either the brown or red wires contacted the braided shield while operating on a tethered power source, such as the power module, the resulting electrical short to ground would have resulted in the interruptions in pump function which was confirmed through the evaluation of log file. Interruptions in pump function could have also been a result of phase-to-phase shorts, which would occur if the exposed conductors of both the brown and red wires made direct contact with each other or simultaneous contact with the braided shield while operating on tethered power or on battery power. The heartmate ii lvas IFU patient care and management section covers wear and fatigue to the driveline. The heartmate ii patient handbook¿s alarms and troubleshooting section provides information on all system alarms and the actions associated to resolve the alarms. A section on handling emergencies is also provided. The heartmate ii patient handbook also contains a section on caring for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The heartmate ii patient handbook also contains important warnings related to pump stops. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the lvad system was producing driveline fault and low speed advisory alarms. The patient reported hazard alarms while on wall power and on batteries. The patient was asymptomatic. The manufacturer's technical service representative reviewed the submitted log file and observed 67 low speed advisories and 6 pump stoppage events taking place between (B)(6) 2018 and (B)(6) 2018 that only appear to have occurred while the vad was connected to the power module. On (B)(6) 2018, the manufacturer's technical service representative and clinical consultant arrived on site to perform an external percutaneous lead (driveline) repair. Approximately 17 inches of the external driveline was replaced. The phase interrupter test did not indicate any broken wires. During the repair, a section of the bionate layer was removed and the exposed orange wire was broken. After the repair, the patient continued support using the patient power cable with no issues noted. No additional information was provided.